Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the lamp did not light up because it had been used for a long time (500 hours or more).

Manufacturer narrative:
The problem was resolved through routine troubleshooting with the assistance of olympus technical support. To resolve the reported problem, the reporter was directed to replace the main lamp. The reporter indicated the lamp life was at 500 hours. The likely cause of the problem is related to maintenance. As stated in the instructions for use, "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."

Event description:
A user facility reported to olympus that the hours on the unit was at 500 and the lamp "popped." There was no patient injury or harm, associated with the problem, reported to olympus.